Manufacturer narrative:
Results: the analysis on returned explanted products resulted in normal device characteristics. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR report #1627487-2015-06104

Event description:
Device 1 of 2.reference MFR report #1627487-2015-06104.it was reported the patient stopped using her scs system stimulation because of alleged stimulation changes and pain in her arm. X-rays taken confirmed one of the patient's cervical leads as well as one of the lumbar leads had migrated. Surgical intervention was undertaken and the patient's entire scs system was explanted. (B)(4).

Manufacturer narrative:
(B)(4);sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.